Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the pyxis in acute care was in critical override. The station was rebooted; however, the connection issue persisted. The field service engineer (fse) conformed the customer resolved the issue by contacting their information technology (it) department. The system functioned as intended after customer resolved the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cabinet "medct" in acute care, it was on "critical override." The customer rebooted the device; however, the connection issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.